Event description:
It was reported that low impedances due to pressure on the lead cover during implant were seen ¿many times before.¿ it was unclear as to how many patients the reporter was referring to. It was noted, ¿I have had so many problems with the standard temporary lead cover that comes inside the lead kit.¿ a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).